Manufacturer narrative:
RMA issued for camera and cable. Medtronic investigation finds that when connected to known good system, the psu performed as expected. Was able to load an exam, verify instruments, both active and passive, and track in navigation without issue. Did not ever see a red x on any instruments, but a red x appears on the camera button before the instruments are verified. The psu subsequently passed the aak test at .12mm. Psu was found to be fully functional. The cable passed a continuity test with no opens or shorts detected. Issue could not be replicated. No problems found.

Event description:
A medtronic representative reported the surgeon is able to register instruments and then they track intermittently. The software shows red x on all instruments. The surgeon completed the procedure with the use of the stealthstation s7 after rebooting the system. There was no impact on the patient outcome.